Event description:
It was reported that out of range lead impedance was observed. During revision, normal impedances were observed via psa. The system was replaced as it could not be determined what contributed to the out of range impedance. Patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high out of range pacing lead impedance was confirmed in the laboratory via review of stored device data. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The cause of the reported high pacing lead impedance could not be determined.